Event description:
Part/interface does not disengage ---------------------------------------- (B)(6) 2023 14:11:38 cet (usveal) phone (B)(6) user:usveal received date of the return product:29/06/2023.